Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the pyxis medstation es system 5sb main drawer 4.1 contained a pocket that displayed metformin medication; however, it was not present, as another medication had been placed in the drawer instead. During device inspection, a technical support specialist ran a device event report and determined that the pocket was loaded and unloaded with levetiracetam (keppra) 750milligram. Devices affected by this event can contribute to the wrong drug being dispensed and administered to a patient. There were no adverse events or injuries reported based on this event.